Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was diagnosed with an umbilical hernia following reports of abdominal pain. It was later determined the hernia was not severe, and the patient's doctor decided not to perform any procedure, as it was not required. The pain was attributed at this time to cramping and constipation, from which the patient has since recovered.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.